Event description:
It was reported that this left ventricular (lv) lead oversensed an trial pacing signal on the channel, nonetheless it was not marked. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).